Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose (bg) events after meals since performing a full reset of the ilet. The agent explained the adaptation and meal announcement processes. The user noted that treating with 15 grams of carbohydrates, as recommended by their healthcare provider (hcp), caused overcorrection, and admitted they had not yet discussed modifying their action plan with the hcp. Reported symptoms included feeling woozy and experiencing balance issues, though bg eventually stabilized. The user asked about adjusting insulin delivery during meals, and the agent reiterated that the ilet algorithm adapts over time. The agent also noted external medical factors could affect bg variability. The user was advised to follow up with their trainer and hcp for further guidance. The lowest bg was 50 mg/dl, not out of range for more than 90 minutes, corrected with 15 grams of fast-acting carbohydrates. The ilet alerted for the low, and no outside assistance or medical intervention was required at the time of call.